Manufacturer narrative:
Concomitant product(s): a 5568-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that coroner's office call was received, that indicated the that the patient had perished in a car accident. A device interrogation was requested by the coroner to determine if patient experienced any arrhythmia at time of the car crash. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.